Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8120 module showing a 353.6650 error. Sn: (B)(4). Case resolution: let biomed know this is related to the linear sensor. Since unit is under warranty, recommended to send unit in for warranty repair. Biomed will call back to get warranty RMA. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8120 error 353.6650 account name: (B)(6) healthcare system account #: (B)(6). Asset name: 8120 pca module v9.33.0 asset location: contact: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8120 module showing a 353.6650 error. Sn: (B)(6). Failure device type: failure problem type: failure mode: case resolution: let biomed know this is related to the linear sensor. Since unit is under warranty, recommended to send unit in for warranty repair. Biomed will call back to get warranty RMA. Ref: (B)(4).